Event description:
It was reported that during an ovarian resection procedure the max button did not work properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/03/2009. Info anticipated, but unavailable at this time.